Manufacturer narrative:
Device is a combination product. D4 batch lot updated. Device evaluated by MFR: synergy ii us mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The stent was returned detached from the device with 6/7 strut rows bunched together starting from 3 rows in from the end. With the stent detached the balloon wings were seen to be tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks either side of the bi-component bond. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 28mm synergy drug-eluting stent was selected for use. However, the stent came off from the balloon while pulling out the mandrel. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 28mm synergy drug-eluting stent was selected for use. However, the stent came off from the balloon while pulling out the mandrel. There were no patient complications reported.